Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation devices being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that one of the sites straight suctions had been drilled on and was damaged. The site was able to verify the suction but then had some issues tracking it. A clinical specialist (cs) was unable to replicate any tracking issues and suspected metal interference during the clinical case. It was noted that during the clinical case the surgeon proceeded with the suction. There were 4 scratches on the top of the suction, but the site was not pursuing a replacement at the time of report. It was also noted that a second straight suction wasn¿t verifying easily and was difficult. The procedure was completed with navigation and no surgical delay. There was no impact on patient outcome. A medtronic representative went to the site to test the navigation system. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional.